Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 158 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.